Event description:
It was reported that during the implant attempt, the lead was not used due to dislodgement and positioning difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; proximal conductor distorted.